Event description:
It was reported that the rv lead was explanted because the helix would not extend or retract. No further information is available at this time.

Manufacturer narrative:
The reported event was the helix would not extend or retract. As received, a complete lead was returned in one piece with the helix retracted and clogged with blood and tissue. After cleaning, the helix was able to extend and retract. The helix extension length was within specification. Visual inspection of the lead did not find any anomalies. The reported event of the helix would not extend was confirmed. The cause of the reported event of the helix would not extend was isolated to blood and tissue in the helix.